Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported improper or incorrect procedure or method (use after expiration) was due to the user error of using the device after the expiration date. The reported off-label use was due to the triclip steerable guide catheter was used to deliver the mitraclip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 - 2017: use after expiration.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xt lot: 20823r109 was expired device but was implanted successfully. There were no issues with the device. Ntw lot: 30725a1074 and xtw lot: 40104r2101 were also implanted. The procedure ended with mr reduced to grade 1. No reported patient consequences or clinically significant delay.